Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Onyx was used as the liquid embolic during the procedure. The cause of the event was not determined. The tip detachment occurred during navigation through the guide catheter. No kink or damage was noticed on any of the devices during the procedure.

Manufacturer narrative:
H3. Product analysis : ¿ equipment used: vis (m-85519) ¿ as found condition: the apollo catheter was returned within a shipping box and a plastic bio-pouch. ¿ visual inspection/damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. ¿ testing/analysis: the ldpe overlap was measured to be 1.0mm, which is within specification. ¿ conclusion: based on the device analysis and the information provided, the customer's report of ¿tip premature detachment¿ was confirmed. However, the customer¿s ¿catheter entrapment/difficult removal¿ report could not be confirmed. Tip detachment can be caused by the detach joint ldpe overlap length being too short, patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, vessel calcification (tip gets caught and dislodges), or repositioning of the catheter while it is in a wedged position or with vessels that are in vasospasm. Possible causes of ¿catheter entrapment/difficult removal¿ include vasospasm, patient vessel tortuosity, or angioarchitecture. In this event, it is likely that the reported entrapment of the catheter distal tip and the reported vasospasm contributed to the detachment of the apollo catheter. However, the cause of the event could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an injection of glue to treat a vascular malformation using the apollo catheter 3.0 cm, the catheter tip end automatically detached prematurely and became entrapped, making removal impossible. Vasospasm occurred during the procedure. The access vessel was the right femoral artery with a diameter of 5.7 millimeters, and vessel tortuosity was moderate. The catheter and accessory devices were prepared and flushed as indicated in the instructions for use. There was no friction or difficulty during injection. No surgical or medicinal intervention was required. No patient complications have been reported as a result of this event.